Event description:
Pt presented with long, angulated neck (approximately 80 degrees); in 2007 had implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension. At the close of the procedure, there was approximately 30-40mm of uncovered neck between the proximal cuff and the lowest renal, however, no endoleak noted. In 2009, pt presented emergently at the hosp with a contained rupture. The pt was treated with another co's renu device with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - treatment of aortic neck with 80 degree angulation is off-label. Pt had 30-40mm of aortic neck uncovered potentially contributing to incomplete seal.